Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported being unable to obtain a patient heartrate via leads ECG. No adverse patient impact was reported.

Manufacturer narrative:
.